Manufacturer narrative:
Findings: pump received with cracked display window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and missing end cap sticker. Pump unable to prime during prime test due to faulty sensor resistor. Unable to verify no delivery alarm due to prime anomaly. (B)(4).

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on the reservoir compartment of their insulin pump. The patient's blood glucose level was 420 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.